Manufacturer narrative:
Siemens filed initial MDR 2247117-2021-00023 on 30-sep-2021. Additional information (07-oct-2021): this instrument passed a hipot test, which tests and verifies that the grounding of the instrument is working properly after manufacturing. The cause of the disconnected ground cable is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2021, a siemens customer service engineer (cse) received two electrical shocks while servicing an immulite 2000 xpi instrument. He received the first shock when running "probe clot test 1" and received the second shock when he unscrewed a captive screw on the front panel of the instrument. The cse powered down the instrument. The electrical shocks contributed to arm pain, a first-degree burn, and a headache. The cse (a former medic) self-administered first aid. First aid included a cream for a first degree burn on the right-hand index finger, a dry bandage, ample fluid intake, and 800 mg of motrin for the headache. The cse did not require medical intervention beyond first aid. Furthermore, there was no impact to patient results or patient care as the customer sent samples to their primary site for testing. There are no known reports of adverse health consequences due to this event. Statements and actions attributed to the customer service engineer are derived from information submitted to the siemens complaint handling system and haven't been verified.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported an error 563: clot detected in sample tube. The customer primed the instrument. However, this did not resolve the issue. Siemens dispatched a siemens customer service engineer (cse) to troubleshoot the issue. While troubleshooting this issue, the cse experienced two electrical shocks. As a result, the cse powered down the instrument. The cse later determined that a grounding cable was not properly attached. The cse replaced and aligned the reagent valve, properly secured the grounding cable, and ran quality controls. The injuries were not considered to be serious and did not require medical intervention beyond first aid. Furthermore, a siemens medical specialist reviewed the event described by the cse and determined that the worst-case severity is transient, self-limiting illness or injury (minor) for the application of a cream for a first degree burn on the right-hand index finger, a dry bandage, ample fluid intake, and 800 mg of motrin for the headache. In this scenario, the cse appeared to have resumed regular work activities and secured the grounding cable. No long-term injury has been reported. At the time of the event, the cse wore the following personal protective equipment (ppe): gloves, a lab coat and safety glasses. Contact with the electrical source may have been mitigated had the cse took proper precautions prior to working on the instrument. Mitigations include thoroughly inspecting the instrument and wearing proper ppe. The instrument is performing according to specifications. No further evaluation of this device is required.